Event description:
Home patient reports connecting self to homechoice device before pt should have, during prime. Baxter technician assisted pt in completing treatment for evening. No pt injury or medical intervention required per unit rn.